Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found debris inside the light guide lens. Based on the results of the investigation, olympus confirmed debris inside the light guide lens, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the videoscope had debris inside the light guide lens. There was no patient involvement.